Event description:
It was reported that the scope had a distorted image. The issue was found during a bronchoscopy procedure. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional customer info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d9, h2, h3, h6. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the issue is attributed to stress related problems, however, a definitive root cause could not be established. It is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.